Event description:
It was reported that the torque limiting driver shaft tip fractured during use in surgery. There were no patient complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the shaft is cracked in two places at the area of the retaining tab cutout.